Event description:
Pt reports a defective cassette medi reservoir. Pt reported the tubing within the cassette was kinked and unable to unkink. Pt also reported getting occlusion alarms. Pt unable to resolve. Pt had to water mixed cassette and discarded it. Pump serial numbers currently checked out: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin - 76ng/kg/min. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with pt? - yes. Did the product issue cause or contribute to pt or clinical injury - no. Is the actual device available for investigation? - unknown. Did pharmacy replace device? - unknown. Did the pt have a backup device they were able to switch to? - unknown. Is the infusion life-sustaining? - yes. Outcome? - unknown. Diagnosis for use: pulmonary arterial hypertension. Pt: 4582. Device: 2981. Ref: mw5186976.